Event description:
A balloon burst at an unkown pressure during the second inflation of calcified lesion via an ipsilateral approach. Another balloon was used to successfully complete the procedure with no pt complications. This product has been destroyed by the user facility. No failure analysis will be available. Balloon rupture or ballloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressuriztion or use in a calcified lesion. This device was used in a calcified lesion which co believes contributed to this event and does not attribute it ot the device. Without evaluating the product co cannot determine the exact cause for this event.